Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: uterine myometrium, failure to occlude close) fallopian tubes, right tube not occluded') and embedded device ('malposition of essure device,location of device: uterine myometrium,') in a 29-year-old female patient who had essure (batch no. 835431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, parity 2 and gravida ii. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included muscle cramps. Concomitant products included ethinylestradiol;norgestimate (ortho-cyclen) since 2006 to july 2012, ibuprofen (motrin), oxycodone and paracetamol (acetaminophen) since october 2011. On (B)(6) 2011, the patient had essure inserted. In november 2011, the patient experienced pelvic pain ("physical pain, pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("menorrhagia"). In december 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety, & mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 months 27 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (right essure remove, surgical removal of coil(s) - right coil). At the time of the report, the device expulsion, embedded device, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right essure removed, removal of coil(s) - right coil diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ uterus perforation'), embedded device ('malposition of essure device,location of device: uterine myometrium,'), device expulsion ('malposition of essure device location of device: uterine myometrium, failure to occlude close) fallopian tubes, right tube not occluded,migration?') And surgical procedure repeated ('repeat/multiple surgeries') in a 29-year-old female patient who had essure (batch no. 835431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, parity 2 and gravida ii. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included muscle cramps. Concomitant products included ethinylestradiol;norgestimate (ortho-cyclen) since 2006 to (B)(6) 2012, ibuprofen (motrin), oxycodone and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety, & mental anguish,psych injury") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 months 27 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal"), surgical procedure repeated (seriousness criterion medically significant) and complication of device removal ("complications during removal surgery"). The patient was treated with surgery (right essure remove, surgical removal of coil(s) - right coil and right essure remove, surgical removal of coil(s) - right coil tubal ligation). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the embedded device, anxiety, depression, abdominal pain, surgical procedure repeated and complication of device removal outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device removal, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, surgical procedure repeated, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: right essure removed, removal of coil(s) - right coil plaintiff received treatment for migration and perforation, pain, bleeding, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was left occlusion only. Lot number:835431 manufacturing date: 2011-02 expiration date:2014-02 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ uterus perforation'), embedded device ('malposition of essure device,location of device: uterine myometrium,'), device expulsion ('malposition of essure device location of device: uterine myometrium, failure to occlude close) fallopian tubes, right tube not occluded,migration?') And surgical procedure repeated ('repeat/multiple surgeries') in a 29-year-old female patient who had essure (batch no. 835431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, parity 2 and gravida ii. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included muscle cramps. Concomitant products included ethinylestradiol;norgestimate (ortho-cyclen) since 2006 to (B)(6) 2012, ibuprofen (motrin), oxycodone and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety, & mental anguish,psych injury") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 months 27 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal"), surgical procedure repeated (seriousness criterion medically significant) and complication of device removal ("complications during removal surgery"). The patient was treated with surgery (right essure remove, surgical removal of coil(s) - right coil and right essure remove, surgical removal of coil(s) - right coil tubal ligation). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the embedded device, anxiety, depression, abdominal pain, surgical procedure repeated and complication of device removal outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device removal, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, surgical procedure repeated, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: right essure removed, removal of coil(s) - right coil plaintiff received treatment for migration and perforation, pain, bleeding, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6) 2012: essure device was left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: event perforation nos updated as uterine perforation. Rcc note added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: uterine myometrium, failure to occlude close) fallopian tubes, right tube not occluded,migration?'), embedded device ('malposition of essure device,location of device: uterine myometrium,'), perforation ('perforation'), genital haemorrhage ('gen. Abnorm. Bleed') and surgical procedure repeated ('repeat/multiple surgeries') in a 29-year-old female patient who had essure (batch no. 835431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, parity 2 and gravida ii. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included muscle cramps. Concomitant products included ethinylestradiol;norgestimate (ortho-cyclen) since 2006 to (B)(6) 2012, ibuprofen (motrin), oxycodone and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain, pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety, & mental anguish,psych injury") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 months 27 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal"), surgical procedure repeated (seriousness criterion medically significant) and complication of device removal ("complications during removal surgery"). The patient was treated with surgery (right essure remove, surgical removal of coil(s) - right coil and right essure remove, surgical removal of coil(s) - right coil tubal ligation). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, embedded device, perforation, anxiety, depression, abdominal pain, surgical procedure repeated and complication of device removal outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, complication of device removal, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, perforation, surgical procedure repeated and vaginal haemorrhage to be related to essure. The reporter commented: right essure removed, removal of coil(s) - right coil plaintiff received treatment for migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet documents received , lab data and event abdominal, gen. Abnorm. Bleed and perforation,repeat/multiple surgerie were added. Event migration were clubbed with previous event. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: uterine myometrium, failure to occlude close) fallopian tubes, right tube not occluded') and embedded device ('malposition of essure device, location of device: uterine myometrium,') in a (B)(6) year-old female patient who had essure (batch no. 835431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, parity 2 and gravida ii. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included cramp. Concomitant products included ethinylestradiol; norgestimate (ortho-cyclen) since 2006 to (B)(6) 2012, ibuprofen (motrin), oxycodone and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain, pain,"), vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety, & mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 months 27 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (right essure remove, surgical removal of coil(s) - right coil). At the time of the report, the device expulsion, embedded device, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right essure removed, removal of coil(s) - right coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs& mr received reporter information, lot no was added. Case become incident by new event added malposition of essure device location of device uterine myometrium, vaginal hemorrhage, menorrhagia, anxiety, depression. Severity added pelvic pain and outcome added pelvic pain. Concomitant drugs, medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: uterine myometrium, failure to occlude close) fallopian tubes, right tube not occluded,migration?'), embedded device ('malposition of essure device,location of device: uterine myometrium,'), perforation ('perforation') and surgical procedure repeated ('repeat/multiple surgeries') in a 29-year-old female patient who had essure (batch no. 835431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, parity 2 and gravida ii. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included muscle cramps. Concomitant products included ethinylestradiol;norgestimate (ortho-cyclen) since 2006 to (B)(6) 2012, ibuprofen (motrin), oxycodone and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety, & mental anguish,psych injury") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6)2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 months 27 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal"), surgical procedure repeated (seriousness criterion medically significant) and complication of device removal ("complications during removal surgery"). The patient was treated with surgery (right essure remove, surgical removal of coil(s) - right coil and right essure remove, surgical removal of coil(s) - right coil tubal ligation). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, perforation, genital haemorrhage, pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the embedded device, anxiety, depression, abdominal pain, surgical procedure repeated and complication of device removal outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device removal, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, perforation, surgical procedure repeated and vaginal haemorrhage to be related to essure. The reporter commented: right essure removed, removal of coil(s) - right coil plaintiff received treatment for migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: essure device was left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: pif received: event outcome of genital bleeding, device expulsion, perforation were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.